Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle dull and plunger difficult to move on lot # 8239935. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8239935. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200777293] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 8mm 10bag 500 ca experienced a plunger rod that was difficult to move during use. The following information was provided by the initial reporter: material no: 320468 batch no: 8239935. Verbatim: issue: grandfather was calling on behalf of his grandson reported syringe needle ends are not sharp, grandson has to push the thumb harder to get the insulin during injection. It happened with quarter of the box. Incident date: unknown, occurred: unknown, item#: 320468, lot#: 8239935, expiration: 2023-09. Advised consumer to save the sample if re occurs. Grandson uses the new syringes each time of his injection.